Event description:
The patient came in for a mammogram. The patient had her left side done but the machine malfunctioned and would not allow me to take her right side. The machine was rebooted twice and i.t service was called.